Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer received blood glucose readings of 381, 357, 349, and 65mg/dl on the contour next link. The meter automatically marked them as control tests, which will be displayed as control results when accessing the meter's memory. No adverse event was alleged. The strips were not expected to be returned for evaluation. A new meter was sent to the customer.